Event description:
On (B)(6) 2012, the lay user/patient's daughter contacted lifescan (lfs) alleging that her mother's onetouch ultramini meter was reading inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on additional information obtained by the medical surveillance specialist on (B)(6) 2012. The patient's daughter stated that the alleged issue began approximately two weeks prior to contacting lfs. The patient's daughter reported that the patient obtained a blood glucose (bg) result of "165 mg/dl" with the subject meter. The patient's daughter reported that her mother managed her diabetes with 1 metformin pill a day (unknown dose) at the time of the alleged issue. The patient's daughter claimed that her mother tests her bg 2 times a day and that her normal results are between 130-140 mg/dl. The patient's daughter mentioned to the mss that a couple of days after the alleged issue began her mother began to "feel dizzy, experience blurry vision and overall did not feel well." The patient's daughter informed the mss that she called her mother's doctor for an appointment in response to the symptoms, but due to the health insurance they have her mother was not seen until two weeks after the onset of symptoms. At the time of the doctor's appointment the patient's bg was tested and a result of "190 mg/dl" was obtained on the doctor's meter. During the patient's appointment the doctor allegedly increased her metformin to twice a day, due to the reported symptoms, bg result obtained with the subject meter and bg result obtained on the doctor's meter. At the time of troubleshooting the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved testing. The two results being compared were outside of lfs' specifications for accuracy. Therefore, the alleged product issue was resolved with training. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury. In addition, the patient's medication was increased by her physician in response to the symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on [pa date testing completed] with the following findings: the meter has passed testing with no faults found. The test strips were expired at the time of the complaint. Instructions for use indicate test strips must be used prior to expiration date. No product analysis required. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.